Manufacturer narrative:
As of 01/30/2026 manufacturer evaluated retained samples of the same lot reported with no defects noted. Aso reviewed records of biocompatibility tests with no issues reported. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on the device label.

Event description:
On the initial report dated december 12, 2025, the consumer stated that his wife had a skin reaction to the product. On the completed customer information request (cir) received from the consumer on january 19, 2026, the consumer reported that after covering an abrasion with pads for three nights, an itchy rash developed at the site of pad contact. The consumer stated that treatment was required. Duobrii lotion 0.01%/0.045% was applied as prescribed by her physician, as well as otc cortizone cream until the rash resolved. The consumer also confirmed that the symptoms stopped after using the product.